Event description:
It was reported that the procedure was performed to treat a septal lesion. The stent was advanced, but crossing was reported to be difficult. The dottering technique was unsuccessful, and the stent delivery system (sds) was withdrawn. While retracting the device, the stent was stripped off of the balloon. Half of the device was left in the septal and the other half was left in the proximal lad. The patient was sent to surgery to retrieve the stent. The stent was successfully retrieved and the patient was reported to be doing fine.